Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. Due to the tortuous short-neck anatomy, the physician chose to do a chimney evar procedure using another manufacturer¿s stent grafts. The right renal artery was cannulated successfully and the other manufacturer¿s stent graft was deployed prior to deployment of the endurant. It was reported that, during deployment of the endurant, the device could not be pushed up smoothly and was deployed more proximal than the intended target position. As a result, the patency of the chimney in the right renal artery was compromised. Patency of the other manufacturer¿s stent graft inner lumen was ensured by additional implantation of another manufacturer¿s stent graft with the same diameter and extension of the chimney past the proximal end of the endurant. The final angiography detected no proximal endoleak and showed good patency of the right renal artery. The chimney was performed in the right renal artery which was covered with no problems. The left renal artery where chimney technique was not performed was covered; as the whole stent graft was deployed proximally and the chimney in the right renal artery was performed. The stent graft was intentionally deployed proximally to secure the proximal part fully. It was reported that at the end of the procedure, there was a minor endoleak observed at the right side of the proximal neck, with no endoleak flow into the aneurysm observed. Per the physician, the cause of the event cannot be fully determined but there were partially-calcified areas in the access vessel for the main body, which could cause the device to be stuck and result in unsmooth torque delivery. No additional clinical sequelae were reported and the patient will be monitored by their physician.